Event description:
Same case as MFR report # 2134265-2009-06501. It was reported that during an angioplasty procedure, removal difficulties were encountered. The totally occluded lesion was located in the left peroneal. While attempting to cross the lesion, the physician advanced the 2 x 40mm sterling es pta balloon dilatation catheter beyond the pt2 guide wire and the balloon catheter kinked. Attempts to further advance the balloon catheter were unsuccessful. The physician then tried to pull the balloon catheter back and pull the pt2 guide wire through the balloon. The guide wire would not cross the inner part of the balloon and the devices were removed, as a unit, from the patient. The procedure was successfully completed with a different device. No patient complications were reported. The patient's condition was reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).